Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint on the azurion indicating that foot pedal failure. The complaint was escalated for technical investigation the customer was planning to order and replace but unfortunately the customer called to quote team to cancel the quote and onsite work order. The service quote provided by philips was not accepted by the customer, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a footswitch failure on the azurion device. No harm has been reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.